Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on button keypad traces. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a button error alarm and cannot be cleared. Customer stated that the insulin pump has a crack and she wears the device inside clothing. Nothing further reported.